Manufacturer narrative:
Correction: b2 outcome removed as malfunction report.

Event description:
According to additional information received, the joint failed between the anchor and blue suture when positioning the fixed anchor. Final placement was at the 10 and 2 o'clock position. The procedure was successfully completed with another device with a 5 minute procedure delay. There were no other surgical case observations.

Event description:
According to the available information, the anchor broke off at the seal. The anchor remains implanted in the patient.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. No trends were noted for complaints and there were no nonconforming reports confirmed in veeva to be associated. A preventative CAPA (CAPA-000303) has been historically opened for the altis product line to investigate increased rates of mesh to suture or anchor to suture bond failures which is being reported in this complaint. Devices met specification prior to release. The device was not received for evaluation. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any supplemental reports, a follow-up report will be submitted.

Manufacturer narrative:
An altis sling was returned for evaluation. Examination of the sling revealed the static anchor and suture were detached and not returned. Microscopic examination of the mesh where the static anchor was attached revealed rough and irregular surfaces, indicating stress may have been exerted. The dynamic anchor and suture were still attached. Blood residue was noted on the mesh. The information received indicated the static anchor detached during the procedure. Quality confirmed the detached static anchor. As the static anchor and suture were not received, it was concluded that the detachment of the static anchor most likely occurred while placing the anchor through the obturator membrane. The lot number was reviewed for complaint trend, nonconforming report and CAPA. No trends were noted for complaints and there were no nonconforming reports confirmed in veeva to be associated. A preventative CAPA (CAPA-000303) has been historically opened for the altis product line to investigate increased rates of mesh to suture or anchor to suture bond failures which is being reported in this complaint. Devices met specification prior to release.

Event description:
According to the available information, the anchor breaks off at seal [suture break] during use. One anchor remained in the patient. According to additional information received, the joint failed between the anchor and blue suture when positioning the fixed anchor. Final placement was at the 10 and 2 o'clock position. The procedure was successfully completed with another device with a 5 minute procedure delay. There were no other surgical case observations.